Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) knob of the pitch cable is missing. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and not replicate the customer complaint "the knob for the pitch cable is missing". This type of instrument does not have an input disk #7. No product issue was identified.